Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. While troubleshooting the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was over 110 mg/dl. The alarm was caused by an infusion set/reservoir occlusion. The device was not returned.